Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #:(B)(4) description: artisan surgical lead, 70cm model #: sc-4316 lot #: 16519796 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.